Manufacturer narrative:
H6: it was reported that, a polarcup trial insert nav 22/55 and a polarcup impactor part for handle were noticed broken. The complaint device, used in treatment, was returned for investigation. The reported issue could be confirmed upon visual inspection, the device was found fractured in two parts. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed no additional complaint for the batch in question. A review of the risk management documentation verifies the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. Based on the performed investigations, the reported failure mode could be confirmed. A relationship between the reported event and the device can be confirmed. The reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated use is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. This version of the device will be monitored for similar issues. This investigation is considered closed. The complaint device will be discarded.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, a polarcup trial insert nav 22/55 and a polarcup impactor part for handle were noticed broken. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.